Manufacturer narrative:
Section a2, a4, and a5: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section e1: (B)(6). Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtainadditional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the time of implantation and during handling, the preloaded intraocular lens (iol) became stuck in the injector, causing it to break. It was reported that there was no patient contact. No incision enlargement, vitrectomy or suture was required. It was noted that there was a delay in the procedure, which was the time of the replacement of the lens. It is reported that the patient is fully recovered. Through follow-up, it was confirmed that the iol was not inserted in the eye; there was no patient contact. The issue was observed during handling but prior to insertion into the eye. The issue was not due to use error, as the surgeon is accustomed to handling iols. The procedure was completed successfully with a non-johnson and johnson lens. No further information was provided.

Manufacturer narrative:
Device evaluation: no suspect product was received; however, photos were provided and evaluated. The photos display the suspect handpiece taped to the original folding carton which can be observed to be partially ripped open on the left side. The handpiece can be observed to be broken in half, with the bottom half missing. The lens module was observed to be taped to the folding carton, but due to the photo quality no evaluation could be performed, and no issues could be identified. Due to no product being received, no further evaluation could be performed, and no further issues could be identified. The complaint issue "delivery issue" and "lens damaged" were not identified during photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 20, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received in pieces taped to the damaged original folding carton. The device was inspected under magnification. The complaint device was received with the handpiece separated from the lens module/cartridge. The cartridge tube was cut. The plunger rod of the handpiece and the plunger rod tip was bent. The handpiece displayed viscoelastic residue and the cartridge clips were damaged. The cartridge and lens module displayed viscoelastic residue on the exterior of the component. The lens module was inspected and presented with no damage however there was viscoelastic residue which could have contributed to the complaint event. The plunger rod advancement was inspected and presented with no issues. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.